Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue as the error code did not reappear. The customer was advised to wait 20 minutes before starting the sensor session, and they acknowledged the instructions.